Manufacturer narrative:
The insulin pump alarmed for a reset error due to a voltage leak. The insulin pump was monitored and no display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed unexpected restart and external ram crc error. Customer does not recall blood glucose at the time of event but current was 193 mg/dl. Alarms occur every time customer changed the battery. Customer states a temp basal was not programmed before the alarm. Alarms are not appearing on the display they are only displaying on the alarm history. Self test was performed and device passed. Customer was advised to monitor the device until replacement arrived. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.